Event description:
Patient had re-motion total wrist revised to fusion.

Manufacturer narrative:
Patient had wrist implant revised to fusion after 3 years. Upon review of patient's films, bone lucency is noted where the radial screw penetrates up into the second metacarpal, and around the radial component. Visual evaluation shows no anomalies other than the marks from removal. D4 additional information: model #: wa/c-m; catalog #: wa/s-18; lot #:15885, 15884, 14885; expiration date: 09/2014, 01/2015, 03/2015. Additional information: 09/1999, 01/2010, 03/2010.